Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correction to the previously submitted emdr. The device was not returned to olympus. The data was third party results and based on the provided information, the reported failure was confirmed. Updated fields: d8, d10, e4. Corrected fields: g2, h3, h6, h11.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed a b30 communication error. The issue occurred during preparation for use. There were no reports of patient harm.